Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
Mom reports patient came home from school today complaining that the buttons on her pump were not responding properly. The reporter mentioned that you have to press the buttons several times before they will respond. She reports all buttons are having the issue, however, mainly the up and down buttons. Mom reports the rubber keypad is intact. There is no allegation that the pump caused or contributed to an adverse event.